Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient initiated therapy without being connected. The patient then connected herself. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 that occurred during the initial drain cycle during the patient's therapy. The patient had pressed "go", got distracted with something, and then connected herself. Gts explained the error and indicated that a large amount of air had entered into the disposable set and had the caregiver cycle power twice to clear the error. Gts then explained the caregiver would need to start over with new supplies and advised contacting the patient's dialysis nurse within the next 24 hours. Product surveillance contacted the caregiver who stated they do not have the lot information and that the patient contacted their nurse and no follow-up was needed as the patient sees their dialysis nurse on a weekly basis. The caregiver then stated the patient was currently using the cycler without any problems. No injury or medical intervention was reported.